Manufacturer narrative:
Investigation included customer interview, device use history review, and troubleshooting of infusion set function. Investigation of this case revealed a probable infusion site cannula issue consistent with a bent cannula leading to reduced insulin delivery. It was concluded that the event was related to an infusion set cannula problem, and education plus supply replacement resolved the condition. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet with an inset 23" 6 mm infusion set, and troubleshooting identified a likely bent cannula; the user was guided through a full supply change and insulin delivery was resumed, and replacement supplies were arranged. Symptoms included elevated blood glucose with a peak of 500 mg/dl. Outcomes included temporary impairment that required user support and corrective actions, with glucose returning to range later the same day.